Manufacturer narrative:
Complaints of particulate matter can be confirmed based on the photos received by the customer. However, due to the physical sample not returned for evaluation a probable cause cannot be possible to determine. The device history review (DHR) for lot 5675428 was performed and no non-conformities were found that would have led to the reported complaint.

Event description:
It was reported that a 15" (38 cm) appx 4.7 ml, bifuse add-on set w/2 bag spikes, 2 clamps (red, blue), plug adapter contained ¿particulate matter observed in drip chamber after spiking with pump line". The events were noted during priming. Unknown as to how long the sets were used. No medication was being used with the products. Someone became aware of the event when the floating particles in the solution were seen. Sample pictures of the one set where 2 photos were taken to that spike, floating white particulate inside the chamber with fluids were highlighted were available. No sample photo was provided for the other spike, but the reporter tried to find plastic in the chamber but was unable to locate. There was no patient involvement, no patient harm, there was no delay in therapy, and no one was harmed because of the reported event.